Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during the procedure; the screw broke off on the tip while being inserted into the dynamic hip screw (dhs). The surgery was not prolonged and there was not report of harm to the patient. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Subject device has been received; no conclusions can be drawn, as the device is entering the complaint system. Device history review: manufacturing location: (B)(4) - manufacturing date: august 29, 2014 - no non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: an investigation summary was performed. The investigation of the complaint articles has shown that: the investigation of the connecting screw has shown that the threaded tip is completely broken off and the shaft is bent. The review of the device history record showed that there was no issue during the manufacturing of the product that would contribute to this complaint condition. Further investigation has shown that this instrument was manufactured in august 2014 according to the specification. Since no manufacturing related condition was found we have to assume that an insufficient connection with the dhs screw, probably in an oblique way, possible lateral stress may have caused the breakage on the tip. This can only occur if the system was used in order to align the plate with the bone. This is absolutely forbidden. To prevent such situations, it is necessary to use the aiming device in order to place the guide rod accordingly and the screw in the exact position. DHR review, manufacturing documents were reviewed and no complaint related issues were found. Visual inspection has shown a broken tip and a bent shaft. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Implant and explant dates: device is an instrument and is not implanted/explanted. Initial reporter telephone number: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.